Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The download data showed that the device ran to 31 pulses, 21 of which were first prime pulses. A rotational sensor malfunction was observed in the download data, however no timeouts or alarms were observed. Prior to rerunning the device, the position of the firing flat was observed. The firing flat was not near the release bar despite completing both first and second prime. The device did not deploy due to the rotational sensor malfunction ending first prime early and there for not completing the sequence as intended. No damages or deficiencies were observed that would have caused the rotational sensor malfunction. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula failed to deploy. The pod was not worn.